Event description:
A physician attempted to deploy another brand of stent in the lad. The stent came off the balloon delivery system and perforated the vessel. The physician attempted to deploy the graftmaster stent, but was unable to cross the tortuous vessel segment. The physician ballooned the perforation and it appeared to seal the perforation. The physician closed the vessel. Post the ballooning, there was no flow. The pt went into v-tach and expired from cardiac arrhythmia.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.